Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was explanted prophylactically after approximately ten years of service due to its battery status as well as noise on the right ventricular (rv) lead channel. It was noted that this was done because the device was on advisory, and the patient was pacemaker dependent. Ten years is beyond the labelled estimated longevity for this device. A new pacemaker was successfully placed. No adverse patient effects were reported outside of the replacement procedure. This product has been returned to boston scientific for investigation.

Event description:
It was reported that this pacemaker was explanted prophylactically after approximately ten years of service due to its battery status as well as noise on the right ventricular (rv) lead channel. It was noted that this was done because the device was on advisory, and the patient was pacemaker dependent. Ten years is beyond the labelled estimated longevity for this device. A new pacemaker was successfully placed. No adverse patient effects were reported outside of the replacement procedure. This product has been returned to boston scientific for investigation.